Event description:
It was reported that while prepping device prior to inserting into patient, it was noted that the balloon was asymmetrical upon inflation. Device was removed from service. No harm to patient.